Manufacturer narrative:
This report is submitted on september 8, 2023.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023, in order to explant the implant magnet due to retention issues and constant feedback.